Manufacturer narrative:
(B)(4). Legal manufacturer: (B)(6). Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative performed a check of the device and confirmed the reported issue. The batteries and battery cables were replaced to resolve the reported issue.

Event description:
The hospital reported that a power outage occurred while the device was ventilating a patient causing the device to shutdown. There was no report of patient injury.